Event description:
Reporter alleged obtaining a blood glucose monitoring result of 994 mg/dl on the advantage system which is outside the numeric reading range of 10-600 mg/dl of the device. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The value of 994 mg/dl that the patient allegedly obtained was found in the meter memory during evaluation of the device.